Event description:
As the issue is known and corrective actions have been implemented, device history records review was not required. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. Reported device was not sent back to brézins for investigation but was repaired locally. Due to the reported issue and as per technical manual instructions, recommended repair action was to replace the pressure sensor which were sent to brézins for further investigation. Upon visual inspection, pressure sensors was cross-tested. No issue or error was found regarding its functionality. However similar complaints have been reported for the same issue which was due to a random issue. The triggering of technical error 42 is a known issue addressed with an internal CAPA which was closed in (B)(6) 2021. The main root-cause was a defect of pressure sensors on supplier conductive seals. Corrective action have been implemented since (B)(6) 2020 and the serial number of the reported device was manufactured prior to this date. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is abnormal. For this issue as per our local procedure, we initiated an action.

Event description:
Error 42 (downstream pressure sensor).